Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). One piece sled the (B)(4) device was received with no visual non-conformances. The device was loaded with an (B)(4) fully fired cartridge. Upon further inspection of the cartridge, the one-piece sled was found damaged. One possible cause for this type of damage may be improper loading of the cartridge. If the cartridge reload is not fully seated when the device is closed, the sled will break. When inserting the cartridge, slide it against the bottom of the cartridge jaw until the cartridge reload alignment tab stops in the cartridge reload alignment slot. Snap the cartridge reload securely in place. The device is now loaded and ready for use. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device opened and closed as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.